Event description:
The report is from the (B)(6) study. The patient was a white male with a history of hyperlipidemia, smoking, diabetes, and hypertension. The patient had contralateral carotid occlusion and previous cea recurrent stenosis. The target lesion was the distal left common carotid artery. Pre-procedure stenosis was 80%. Lesion length was 25mm and diameter was 8mm. A precise pro rx 8 x 30 mm stent was deployed at the target lesion. An angioguard rx size 7 was successfully deployed and retrieved. The following day the patient had a myocardial infarction/ischemic event. Cag was not performed. It was noted the event was procedure related and not related to the cordis product. The patient was seen by cardiology while in the hospital. The physician did not feel any further cardiac workup was needed immediately since his troponin level was normalized within about 24 hrs. The patient was discharged the day after the index procedure.

Manufacturer narrative:
The report is from the (B)(6) study for a patient with a medical history including hyperlipidemia, smoking, diabetes, and hypertension. The patient had contralateral carotid occlusion and previous cea recurrent stenosis. The target lesion was the distal left common carotid artery. Pre-procedure stenosis was 80%. Lesion length was 25mm and diameter was 8mm. A precise pro rx 8 x 30 mm stent was deployed at the target lesion. An angioguard rx size 7 was successfully deployed and retrieved. The following day the patient had a myocardial infarction/ischemic event. It was noted that the event was procedure related and not related to the cordis product. The patient was seen by cardiology while in the hospital. The physician did not feel any further cardiac workup was needed as his troponin level had normalized within about 24 hours. The patient was discharged the day after the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.